Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow up the physician noted a progressive increase in lead impedance. Sensing and high voltage impedance are stable. Fluoroscopy of the rv lead showed good positioning and no damage. The patient is enrolled in the merlin@home system to monitor any change in the lead parameters.